Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the distribution node. The pulse wire came apart inside of the heat shrink in the distribution node. The root cause for the open wire was a manufacturing error. An internal corrective action has been initiated. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.